Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleges that circuit would not pass leak test on ventilator. The circuit was not being used on a pt." No pt injury reported.